Event description:
It was reported that patient had discomfort and pain at pump pocket site and hence desired removal and the pump was explanted. Eri (elective replacement indicator) was at 2 months. Patient was fine when he left the or. Drugs delivered via the device were fentanyl, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomalies, normal device function. However, a gap was found between the upper bridge plate and the pump head cover and per analysis there should be no gap between these two. Returned for analysis was partial catheter. Analysis of catheter model# 8709 revealed no significant anomaly. Analysis of catheter model # 8703w a hole in the catheter body caused by deep abrasion.

Event description:
Additional information: it was reported later that the pump was not relieving pain, cause unknown. It was also stated that patient had no effects from the drug. Asreported previously the pump and catheter were explanted. Patient sustained no injury and recovered without sequel.

Manufacturer narrative:
Concomitant medical products: catheter: model: 8709, lot# l72977, implanted: (B)(6) 2000, explanted: (B)(6) 2013. Catheter: model: 8703w, lot# l47425, implanted: unk, explanted: (B)(6) 2013. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.